Event description:
A malfunction alarm was reported, indicated by malfunction code 12. There was no adverse impact to the customer's blood glucose level. The customer had not previously attempted to reset the pump for this malfunction. Technical support provided the necessary information to reset the pump, assisted the caller with the reset, and advised them to continue using the pump and to call back if the malfunction code reoccurred. The caller acknowledged and understood these instructions.